Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned intact with the helix partially extended and clogged with blood/tissue. X-ray examination of the lead revealed the helix was stretched consistent with procedural damage. The cause of the reported event was isolated to be the helix stretching and damage, combined with clogging with blood and tissue.

Event description:
It was reported that during an implant procedure; the helix of the right ventricle (rv) lead had failed to be retracted and failed to be extended. The lead was not used and another lead was implanted on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
New information received that the helix of the right ventricle (rv) lead had failed to be retracted and failed to be extended, and both had occurred after insertion into patient's body.

Manufacturer narrative:
Upon review the lead manufacturer report of 2017865-2025-99692 is not reportable due to new information received that the helix retraction and extension issues had occurred after insertion into patient's body.